Event description:
It was reported that during use, the nurse tried to use one of the icons on the bottom of the touchscreen and the touchscreen would not respond. The screen was reportedly frozen. The unit was switched for another. No reported patient effect. (B)(4). Ref MFR report 8010762-2015-00011.